Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set kinked cannula event 24-feb-2026. The patient experienced high blood glucose level 500mg/dl and treated with correction bolus via pump. The insertion site was abdomen. The infusion set was in use for three hours. No further information available.